Manufacturer narrative:
The product was returned for analysis. The optic was chipped on the edge-rejectable. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. There have been no other complaints reported in the lot number. This report was mailed to the FDA on: 07/20/2007. Additional information was requested 06/21/2007 by mail. A completed questionnaire has not been returned.

Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, a rough edge was observed on the lens. The incision was enlarged and the lens was exchanged. During the procedure, the posterior capsule ruptured. The physician reports the rupture was "not serious". Additional information, including patient status, has been requested.